Manufacturer narrative:
Age at time of event: patient is 18 years or older. A promus elite ous mr 38 x 2.50 stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally and proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located at 17.7 cm distal to the distal end to the strain relief along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-jan-2021. It was reported that advancing difficulty was encountered. Vascular access was obtained via femoral artery. The non-totally occluded target lesion with a bend of >45 and <90 degrees was located in the mildly calcified left anterior descending artery (lad). A 38 x 2.50 promus elite mr drug eluting stent was advanced but could not pass the left main coronary artery to reach the predilated proximal lad. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent damage.